Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. Device powered up properly after battery installation. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was 11.0 mmol/l at the time of the incident. Customer reported pump dead and unresponsive after constant change batt alerts - said she changed batt several times in 24 hours and now pump is unresponsive. The insulin pump will be returned for analysis.